Manufacturer narrative:
Investigation: per follow up with the customer, no further details were known. It is unclear if the reported death occurred on a terumo bct device or is related to a terumo bct disposable. A disposable complaint history search was not carried out since the lot number could not be identified. Regional tbct business and quality management were contacted to see if further details of this event could be verified. This hospital does not use terumo bct equipment, trima accel or spectra optia devices. They use terumo devices, such as terumo infusion pump, terumo syringe pump, terumo® advanced perfusion system 1. Regional tbct support contacted the department of equipment and disposables of children¿s hospital 1. The hospital stated they have not encountered any death case related to medical equipment from the beginning of 2021 up to now. Per terumo bct medical review, there is no current evidence to suggest that the device caused or contributed to the patient's death. Root cause: a root cause assessment was performed for this complaint. Based on the lack of clinical or investigational information, the cause of the alleged patient death is currently unknown.

Event description:
Per a tweet, a customer stated: "and also remember that patient was passed away tragically at the children's hospital 1 right? I think that was simply too tragic because I am have witnessed it when taking intravenous fusion on terumo device that I've been also knowed how to operator it though" this report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. Patient information and procedural details are unknown at this time.

Event description:
Per a tweet, a customer stated: "and also remember that patient was passed away tragically at (B)(6) hospital right? I think that was simply too tragic because I have witnessed it when taking intravenous fusion on terumo device that I've been also shown how to operator it though" this report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. Patient information and procedural details are unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per follow up with the customer, no further details were known. It is unclear if the reported death occurred on a terumo bct device or is related to a terumo bct disposable. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Serial number and manufacture date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
Per a tweet, a customer stated: "and also remember that patient was passed away tragically at the (B)(6) 1 right?. I think that was simply too tragic because I am have witnessed it when taking intravenous fusion on terumo device that I've been also knew how to operator it though", this report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. Patient information and procedural details are unknown at this time.